Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to was admitted to the hospital complaining of progressive weakness. Transesophageal echocardiography (tee) was performed and vegetation was found on right ventricular lead. Since the patient had endocarditis, the entire implantable cardioverter defibrillator, right atrial, right and left ventricular leads were explanted. The patient was recovering in stable condition.

Manufacturer narrative:
Added omitted related manufacturer reference numbers for concomitant medical products.

Event description:
Related manufacturer reference number: 2017865-2020-07561, related manufacturer reference number: 2017865-2020-07563, related manufacturer reference number: 2017865-2020-07670. It was reported that the patient presented to was admitted to the hospital complaining of progressive weakness. Transesophageal echocardiography (tee) was performed and vegetation was found on right ventricular lead. Since the patient had endocarditis, the entire implantable cardioverter defibrillator, right atrial, right and left ventricular leads were explanted. The patient was recovering in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.